Event description:
This lexos vr-t patient had 7 charges yesterday: 6 aborted, 1 delivered. All 7 iegms show what appears to be mechanical noise on the pace/sense lead. A chest x-ray revealed that the device was turned 1.5 times, like what you would see with twiddler's syndrome. Patient is going in for surgery on mon to see if this can be fixed or if lead needs to be explanted. Four days later,patient underwent lead reposition. During the reposition, the physician discovered the medtronic ICD lead (6949) was damaged resulting in the noise noted on the egms. The physician implanted a new mdt lead and the system was tested. The system tested fine. The patient is doing well. The problems noted were from the bad mdt ICD lead and not the lexos ICD.

Manufacturer narrative:
The device has not been explanted and returned for analysis yet. The analysis is therefore based on the complaint description only which indicates, that the oversensing was caused by a twiddler syndrome. This does not represent a device defect.